Event description:
A peritoneal dialysis (pd) pt reported a fluid leak. After receiving an "air detected in cassette" cycler alarm and hearing a gurgling sound when attempting to reboot and reset the cycler, the pt opened the cassette door and saw fluid leaking from the cassette door. When she opened the cassette door she found fluid leaking from the cassette. The set was not made available for evaluation. During follow up, the pt's pd nurse reported the pt did not have any injuries as a result of the fluid leak.

Manufacturer narrative:
He device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacture. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.